Event description:
Caller states he tested 6.5 inr and 4.4 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.